Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed 'no disposable' on both of the patient's pumps. The patient was advised that the problem was with the cassette and not the pumps. The patient was advised to reposition the tubing on the cassette and the bladder in the cassette so that the tubing lies flatter on the top of the cassette. The patient was able to restart the pump. There were no changes in symptoms per the patient. This is a continuous infusion. The reported product fault occurred while in use with the patient. The cassette is available for investigation. The manufacturer did not replace the cassette. The patient had an additional cassette that they were able to switch to. The patient was able to fix the cassette and resume the infusion. The infusion is life sustaining. The event was resolved. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.